Event description:
While it was being extracted from a pacemaker/defibrillator a severe fibrosis was encountered at the superior vena cava-right atrial junction. With gentle manual traction and coaxial advancement of the laser system; the lead was eventually extracted in total. Inspection of the lead demonstrated significant fibrosis at the superior vena cava coil. Shortly after removal of the lead, the pt developed hypotension and arrested. Emergent sternotomy and repair of a tear to the superior vena cava was undertaken however pt expired. It was reported that this lead was on an advisory list by st. Jude. St. Jude rep notified.